Event description:
It was reported during primary of hip surgery, the doctor was using the new direct anterior hip implant offset packaging. The impactor bolt cross threaded the cup and could not be removed. The doctor then opened up another one to continue the surgery. This lead to a 30 minute delay in surgery.

Manufacturer narrative:
An event regarding disassembly issue involving a cup impactor bolt was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicates there is abrasion at the base of the threaded region of the returned device. Dimensional inspection was not performed as the reported event does not indicate an issue with the dimensions of the device. When the device was received it could not be disassembled, but once disassembled the device is fully functional. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves not being able to remove the impactor bolt from the cup. There was a 30 minute delay in surgery. Material analysis of the returned device indicates that a force greater than hand tight was applied to engage the bolt and the cup. This is the reason for the inability to disassemble the blot from the cup.

Event description:
It was reported during primary of hip surgery, the doctor was using the new direct anterior hip implant offset packaging. The impactor bolt cross threaded the cup and could not be removed. The doctor then opened up another one to continue the surgery. This lead to a 30 minute delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.